Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:19:47. During night drain cycle 28, the patient's ultrafiltration reading was 788ml, indicating the home patient drained 788ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.